Event description:
It was reported that the patient had a pocket fill and within a few minutes the patient was "out" at that time. It was later reported that the patient became unresponsive for approximately sixty minutes after the refill, and later reported dizziness and lost consciousness. Patient was transported and admitted to a hospital.

Manufacturer narrative:
Catheter model # 8709, lot# l55919, implanted: (B)(6) 1999, explanted:unk.